Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 14 atms on the initial inflation. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported.